Manufacturer narrative:
Technical eval for determination of root cause is ongoing. Impacted client site is participating as needed. Precautions have been taken at impacted client site to contain risk reliably through the posting of a warning not to use the defective feature. Final results of investigation will be submitted to FDA as a follow-up report to present MDR as well as detailed remediation. H3: attachment: summary of device evaluation: client has reported that they tried to use the measurement tool to measure a kidney and a liver for a study that was dated 2008 and the measurements were off by half. They indicated that this problem is sporadic. Study for pt. Image 33 pixel spacing - 0x0028 0x0030 pixel spacing 0.815430\0.815430. Image 43 pixel spacing - 0x0028 0x0030 pixel spacing 0.815430\0.815430. During a client session we measured the same images and the size was correct. Client advised that this is the first time they have had wrong measurements and they have not been able to recreate it. After a few attempts to measure the study listed as an example, it finally gave them the correct measurements. There is an image at the beginning of the series that has a reference grid that indicates the distance between the dotted lines should be 5mm. When we measured those spaces they came back with the correct values. Study that is being measured was migrated from an old server with a previous version of pacs. The lossless compression image is no longer available and the discom has been deleted. They do not have a typical archive set up so he advised that it will take him sometime to get the dicom back on the system so we can test using that instead of lossy compression. He will be sending the dicom to the test server. Client also receives an error when trying to view dicom tags. We are analyzing the java console tracing for when this occurs. The reason for the incorrect measurement is due to a parameter not correctly imported form a user-specific configuration file. The reason why, and the root cause analysis as to why the parameter is not transferred correctly, is ongoing.

Event description:
Pacs software imaging device showed wrong measurements on the image. Measurements are optional and may be created by the user, through a software function. Measurements may be applied to an area of interest within the image through a simple mouse manipulation; values then show on the image. Sporadic problem related to a configuration file. No pt hurt.